Manufacturer narrative:
Evaluation summary attached: heavy host tissue overgrowth is evident at the inflow aspect and the outflow aspect. It encroached on the tissue outflow and into the orifice by 6mm. Cuts are evident in the host tissue overgrowth at the inflow aspect. However, host tissue covered most of leaflet 1 at the inflow aspect by approximately 6mm. Additional piece of what appears to be a section of host tissue overgrowth was returned with the described valve. It measures to approximately 6mm wide by 2cm long. Dense layer of host tissue overgrowth fused leaflet 1 and 2 at commissure 2 by 5mm; each leaflet appears to have folded over itself. Host tissue overgrowth also fused the free margins of 1 and 3 at commissure 1 by 2mm, and leaflets 2 and 3 at commissure 3 by 2mm. Host tissue overgrowth most likely led to stenosis. Cut in the free margin of leaflet 3 measures to approximately 4mm into its cusp area. The cut is most likely due to mechanical injury. No inconsistencies detected in the x-ray. Additional manufacturer narrative: this was determined as reportable per edwards lifesciences procedures. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided regarding the patient condition. Request was made for the operative report but not provided. After review of the evaluation, the customers report of calcification was not confirmed; however, the report of stenosis was confirmed. Root cause of the stenosis was pannus growth. The device failure was directly related to host tissue overgrowth.

Event description:
Reportedly, the device was explanted after an implant duration of approximately two years due to early stenosis secondary to calcification. Device to be returned for evaluation. No additional information available at initial report.

Manufacturer narrative:
Device not returned.